Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on 26-jun-2024. The infusion set has been used for 2 days. The blood glucose level was 255 mg/dl at the time of event. No further information was available.

Manufacturer narrative:
Patient country: united states patient city: (B)(6).